Event description:
It was reported that when the programmer was turned on, an error message displayed "system restart has been paused" and then the programmer locks. This issue happened twice. The programmer was cycle powered and now works. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).